Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored two signal artifact monitor (sam) episodes showing noise and oversensing on both the right atrial (ra) and right ventricular (rv) channels. This resulted in the minute ventilation (mv) sensor being disabled. An alert was issued in the remote monitoring system. During the sam episodes, the pacing impedance measurement on the non-boston scientific ra lead was low, out-of-range at less then 200 ohms and the pacing impedance on the boston scientific rv lead was high, out of range at greater than 3,000 ohms. An email was sent to the clinic recommending a programmer interrogation to evaluate the leads. The local sales representative confirmed the patient was seen in the clinic for troubleshooting. No noise could be reproduced, and the lead measurements were all stable and within normal limits. The mv sensor was programmed back on and the patient will have routine follow ups in the clinic and with remote monitoring. No adverse patient effects were reported. The device and associated leads remain implanted and in service.